Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer's blood glucose level. Customer service provided information and assistance for resetting the pump, and the customer successfully reset the malfunction code. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reoccurred.